Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. Iimpella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that when an impella cp was placed, the 83-year-old male patient's pulses distal to the impella site were questionable. The nursing staff could not detect a pulse prior to implantation either. The foot appeared pink in color. The staff reported it was cool but not cold. One staff mentioned a faint pulse softly palpated. Essentially the state of the pulse was uncertain at the time of implant. Ultimately, the patient went back to the lab the next day for the percutaneous coronary intervention on impella support. The impella was weaned and explanted in the procedural area. Distal runoff was performed prior to explant to assess distal blood flow. Robust blood flow to the right lower extremities were noted.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.